Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple unspecified cartridge alarms occurred. Customer's blood glucose was 80-300 mg/dl. Customer loaded a new cartridge successfully.